Event description:
It was reported, that "upon attempting to suction pt, the suction catheter met resistance. When the trach tube was removed, it was noted to be kinked, occluding the pt's airway." The involved device has not been returned for evaluation as of the date on this report.